Event description:
Customer reported that approximately two weeks prior to calling she noticed a battery icon on the display of her adc blood glucose meter upon test strip insertion. Customer further reported she had changed the battery a week prior to noticing the icon. It was further reported that on (B)(6) 2013 she began to experience "flu-like symptoms" and "numbness of her hands, blurred vision, diarrhea and vomiting". Customer self-presented to a local healthcare facility where she was diagnosed with hyperglycemia and a urinary tract infection. Customer had an x-ray taken and was treated with insulin and unspecified intravenous "fluids". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Attempts to clarify the sequence of events have thus far been unsuccessful. All pertinent information available to abbott diabetes care has been submitted.